Event description:
Customer reported performing three consecutive tests wtih the freestyle meter with results of 255 mg/dl, 97 mg/dl and 51 mg/dl. The customer called because they were doubtful which measurement was correct. The customer did not require medical attention. The reported freestyle comparison results differ by more than 20% and meet the MFR's definition of a malfunction.